Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, her vision clarity for close, mid and distance never improved past a weak 20/40 distance and visual acuity was not as expected. It was also stated that post operation she was experiencing hazy vision and also there was constant feeling of discomfort in outer mid to lower part of eyeball. In the second week pressure normal range, visual acuity still not improved at close, mid or distance. Feeling of discomfort in outer mid/lower part of eyeball remaining, very blurry 20/40 was noted at distance. Additional information has been requested, received and stated the surgeon believe the patient was just unable to tolerate the multifocal nature of the lens, contributing to her dissatisfaction at all distances.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated cartridge and handpiece information was not provided. A viscoelastic was indicated which would not be qualified for use with any lens or company cartridge combinations. The product investigation could not identify a root cause for the reported complaint. The product remained implanted. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that in the doctor's opinion; the surgery was a success despite the patient's subjective dissatisfaction. In the doctor's opinion, the patient was just unable to tolerate the multifocal nature of the lens, contributing to patient dissatisfaction at all distances. The file indicated an explant is planned. The file will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).